Manufacturer narrative:
An event of difficulty removing the delivery system and migration of a valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. Reportedly, there was interaction between the delivery system and the deployed valve in the form of disengagement from one of the retainer tab. There was no tension in the delivery system at the time of final deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. There was there sufficient calcium to allow anchoring of the device in the opinion of the user. During the procedure, the valve was deployed in the patient at a depth of 5mm into the left ventricular outflow tract (lvot). The valve was deployed in the cusp overlap technique. Using fluoro they checked to see if the 3 retainer tabs were loose, but didn't confirm. The delivery system was pulled back, but one retainer tab was still attached and it pulled the valve upward to a 0mm depth position. The physician didn't snare the valve. They assessed that both of the coronaries were unobstructed and chose to implant a second valve (non-abbott device). The patient was stable through the procedure with no adverse events.